Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing pocket site pain. Surgical intervention took place where the ipg was explanted and replaced and relocated to address the issue. Effective stimulation was restored.